Event description:
This is the first of three reports (same facility, same primary complaint, different product ID). Linked to MFR reports: 3004608878-2016-00251 and 3004608878-2016-00252. A report was received that the a3059 mayfield base unit was damaged. The incident occurred when they were applying the device thus the device was in contact with a patient (age and gender not provided). It also led to an increase in surgery time by 10 minutes. There was no patient injury and another device was available for use to finish the surgery. Other issues reported include: label on device unstuck, when fixing the base unit and swivel adaptor, there are small particles lost on the surface, the connection between the swivel adaptor and skull clamp could not be closed safely, when the patient's head is fixed in the clamp, the head moves. It took several attempts to get to the mayfield skull clamp in the right position. After the device has been placed in position and the locking mechanism has been activated and the torque screw is tightened and thus all the pins were fixed in the bone, a pin of the rocker was lost. Thus, the head was fixed only to the pin of the locking screw and a pin of rocker. Also the plunger would not open.